Manufacturer narrative:
(B)(4). Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: one oasys torque wrench was confirmed visually to have a deformed hex tip. Manufacturing records for this product were reviewed and no incidents in manufacturing reported. Conclusion: the probable cause is normal wear.

Event description:
It was reported that; dr. (B)(6) was final tightening the blockers on an oasys case and the blocker stripped.

Event description:
It was reported that; dr. (B)(6) was final tightening the blockers on an oasys case and the blocker stripped.